Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-aug-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not getting any pain relief when standing or moving and that it was getting worse. The therapy only helps when the patient is seated or laying down and they could not walk even short distances without pain. The patient had met with reps on multiple occasions for reprogramming but the issue did not resolve and the patient's wife thought that the leads were in the wrong place. An x-ray of the leads however did not show any migration. The patient was currently on low density stimulation and at higher intensity the patient's legs wobble. The patient was told that the 'higher the number the less will feel, but the higher they go the more they feel it.' The patient also noted that with their trial stimulator they had some relief, and that it was better than the implantable one. The patient was told that it takes three months for the back to recover and scar tissue to form and theirs has taken longer than that the patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-jul-29 from the consumer reporting that the ins had not helped the pain. They had tried many programs (42). X-rays confirmed that the leads had not moved. No further complications were reported.